Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue occurred again.